Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer states it is going up and not giving insulin. The customer states keep a syringe and had a bottle of insulin and keep adding that and took quite a bit for it to come down and blood glucose was at 573mg/dl state does not how high her meter. The customer states she had an issue with the set disconnecting from the site. Location of detachment site and the tubing. The customer's currently blood glucose is 102 mg/cl. The customer declined to trouble shoot further for the high blood glucose. The insulin pump will be returned for analysis

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.